Event description:
Information received from the field does not address the patient's clinical status but notes no capture and impedance >2000 ohms. During the attempt to reposition the lead, the fixation mechanism broke and the lead was replaced.